Event description:
During review of a (B)(6) old male pt's download, zoll lifecor customer support discovered multiple service codes and abnormal shutdowns. Support contacted the pt to retrieve the suspect monitor. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is currently underway. The reported problem (service code displayed) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor.